Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the complaint device was received with fluid leaking from an open hole at the sheath lap joint area when the catheter was flushed. A kink was observed in the sheath assembly at 72.5 cm from femoral marker at the distal end. The telescope assembly was not able to properly pull back, advance, or retract. Full image characterization testing cannot be performed based on the returned condition of the catheter, however during impedance testing, electrical open at distal was observed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that a sheath leak occurred. The opticross imaging catheter was returned as an extra catheter. Upon preliminary inspection of the returned device, leaking of the lap joint was found. However, returned device analysis revealed an open hole at the sheath lap joint assembly.